Event description:
It was reported that the customer fell and as a result the touch screen became shattered; but remained functional. Additionally, the screen would no longer light up. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump along with manual injections for insulin therapy.